Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for revision 1. Patient had a right tka done on (B)(6) 2015. Patient's knee would go backwards when she would try to straighten it out and almost fell a couple of times. Patient went to her surgeon and was revised on (B)(6) 2018. After revision patient was experiencing pain and knee was filling up with fluid. Patient had physical therapy and was told her device was loose. Patient went to another surgeon and was revised on (B)(6) 2020 to competitor implants. Patient is only inquiring if her implants are part of a recall.